Event description:
It was reported that the bd maxplus pressure rated extension set was blocked. The following information was provided by the initial reporter: multiple reports of the extension sets that are in the house wide piv start kits malfunctioning. They're unable to be flushed as if the inner lumen was blocked.¿

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus pressure rated extension set was blocked. The following information was provided by the initial reporter: multiple reports of the extension sets that are in the house wide piv start kits malfunctioning. They're unable to be flushed as if the inner lumen was blocked.¿

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-jun-2023 h6: investigation summary three samples model mp5303-c, lot 22079003 was returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a 10 ml bd syringe filled with water. Two of the three sets were unable to be flushed. Further visual inspection under the microscope showed excess solvent near the female luer for one of the samples and excess solvent near the male luer tubing bonding. The customer complaint that the set was unable to be flushed was replicated. A device history record review for model mp5303-c lot number 22079003 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.